Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. Meanwhile, we cannot rule out the possibility that this event was caused by either other intraoperative factors or other factors related to postoperative management. Because the device (referenced in this report) was not returned to olympus terumo biomaterials corp. For evaluation, the cause of the adverse event have not been specified. The osferion bone void filler package insert states in the following section: 'adverse events': infection. Fever,pain,local sensation,red flare,inflammation. This report is being submitted as a medical device report is an abundance of caution.

Event description:
Case: a patient treated with high tibial osteotomy (hto) combined with tibial tuberosity transfer. A patient underwent high tibial osteotomy (hto) combined with tibial tuberosity transfer. After the high tibial osteotomy, the surgeon in charge of the patient grafted this product (bone void filler) to fill the bone defect created by the tibial osteotomy and fixed the tibia with a set of a metal plate and bone screws for internal fixation. Meanwhile, after the tibial tuberosity transfer, the surgeon fixed the tibial tuberosity using screws manufactured by a different company. However, the patient developed a postoperative infection. The surgeon carried out re-operative surgery and irrigated the lesion. Comments of the surgeon: the patient presumably developed a superficial surgical wound infection. At present, the patient has progressed favorably after the re-operative surgery.